Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2014. During the procedure, the pressure could not be sustained. The patient continued to bleed heavily while on the table and had to have a hysterectomy. Additional information has been requested.